Manufacturer narrative:
Fse onsite checked and confirmed the machine is no problem. After questioning the doctor's operation in detail, it was found that the doctor had poor contact with the patient's skin when using the pad. It caused the doctor believed that sometimes the discharge energy was insufficient. Fse instructed doctor on how to use device. Explain usage methods and daily maintenance to customers, ensuring that the equipment is functioning properly. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator monitor indicating feels that the delivered energy is low. The device was in clinical use at the time the issue was discovered. The hospital was unwilling to provide more clinical information in accordance with chinese law, but the hospital confirmed that the patient was not harmed. The report of "low energy delivery" will remain considered a serious injury. As the record states it was found that the doctor had poor contact with the patient skin, it is determined that that use of the device contributed to the presumed delay of appropriate therapy. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer feels that the delivered energy is low. Device was in clinical use but no reported adverse event. The reported event will be considered a serious injury due to a serious deterioration of health that may result from a delay or failure to shock at the appropriate energy. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.